Event description:
The patient reported passing out but then coming to right away. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1882tc competitor implantable pacing lead, (B)(6) 2011. (B)(4).